Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to ongoing litigation no additional information is available at this time. If additional information is received it will be reported in a supplemental report.

Event description:
It was reported, patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement. It was reported that the patient was revised for altr. The cup was left intact, with a new liner.